Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The field service representative (fsr) found the system, not fully charged. The fsr replaced the batteries as a precaution. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation. During the laboratory evaluation, the batteries were degraded and failed to support minimum load requirement. Per the product surveillance technician (pst), the batteries measured 12.9 volts direct current (vdc) and 13.0 vdc upon receipt (typical). Conductance measurements were 315 siemens (s) and 368s respectively (both failing). A load test was initiated and the batteries failed to maintain the load for the required 50 minutes, causing premature shutdown after 17 minutes. Failure of the load test corroborates the reported complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there were battery issues, the light emitting diode (led) was flickering. As a result, an alternate system was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.